Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that an untimely shutdown occurred during surgery. The system was rebooted and the surgery was completed. There was no harm to the pt.